Event description:
It was reported that the guidewire detached. A fathom-14 guidewire was selected for use. During the procedure, the guidewire broke into two pieces. The detached component was removed using a snare.

Event description:
It was reported that the guidewire detached. A fathom-14 guidewire was selected for use. During the procedure, the guidewire broke into two pieces. The detached component was removed using a snare.

Manufacturer narrative:
Device eval by MFR: the device was received, and analysis was completed. Visual inspection revealed the guidewire was bent, stretched and detached at distal tip.